Event description:
It was reported that this right ventricular (rv) lead dislodged when the associated right atrial (ra) lead was explanted, so it was explanted with a new lead implanted. No additional patient effects were reported.